Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome, spinal pain, failed back surgery syndrome and lumbar radiculopathy. The patient reported that her current ins has ¿not been good.¿ the patient reported that the ¿paddle that turns it on and off doesn¿t really work¿ the patient programmer (pp) drains the batteries, so she had to take the batteries out of the pp and the patient had to attempt to connect the pp with the ins ¿4 or 5 times¿ before it will connect. The patient reported that her ins burns her. The patient reported that these problems she had noticed since implant. The patient reported that she mentioned this to her healthcare provider (hcp). The patient reported that it was hard to turn the pp off. The patient reported that what ends up happening, is the pp turns itself off when she tried to use it. The patient reported that she didn¿t have problems with the implant, but when she started using the implant again and sits down on a hard surface or sit a certain way, where the ins sits, it felt like a shock and it burned. The patient reported that she turned the ins off on (B)(6) 2018 because it was burning her. The patient reported that this problem with the ins was going ¿to get fixed¿ and she was not going to pay a penny for it. The patient also reported that when she had the ins put in, there was complications with the surgery because ¿for some reason¿ she started bleeding. The patient reported that the hcps were pushing on something to stop the bleeding (took an hour and a half). The patient reported that her back, hips and legs were bruised that looked like she was in an accident. The patient reported that she was in pain. The patient also reported that last month her pp ¿stopped working¿ it was noted that the patient was able to use the pp during the call to access MRI mode. The patient then reported that the pp sucked up battery life; going through batteries every 2 or 3 days. The patient reported that she currently used regular alkaline batteries. The patient reported having trouble turning off the ins. The patient reported that the screen would show medtronic, then the screen goes blank. The patient reported a loss of button function. No further complications were reported.